Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. However, after the initial loss of power while charging the device to 360 joules, physio was no longer able to duplicate the reported issue.  As a precaution physio-control replaced the main keypad assembly.  Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
While performing a routine preventative maintenance evaluation on the customer¿s device, physio-control observed that it powered off by itself when charging to 360 joules in order to shock. There was no patient use associated with the reported event.